Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. Based on the information provided, a definitive cause for the reported difficult to open could not be determined. Factors that contribute to the inability to open the foot, include, but not limited to calcification, tissue or suture caught in foot. It is unknown if the reported IFU deviation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from asku to no.

Event description:
User facility medsun report (report#: (B)(4) received that states. "Describe the event or problem: perclose failed to function properly due to anchor failure, access site was lost, manual pressure was held and right femoral vein was re-accessed per physician. New access site was successfully closed with a new perclose. No hematoma was noted on access site after procedure. Footplate did not release." Subsequent to receipt of the user facility medsun report, additional information was received. It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a left atrial appendage (laa) closure procedure. Reportedly the footplate of the prostyle did not release so the access site was abandoned and closed using a figure 8 stitch. The right femoral vein was re-accessed and the procedure was completed. Perclose was deployed to the sheath removal site and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017- failure to follow steps/instructions.